Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2018, the patient was initially implanted with expert end cap for antegrade femoral nail (afn) and r/afn, expert rfn nail. On an unknown date, the patient underwent revision surgery to remove the retrograde/antegrade femoral nail (r/afn) end cap from an expert retrograde femoral nail (rfn) as it had completely backed out. The expert rfn nail remains in-situ and the end cap was successfully removed. No new end cap was implanted. The nail was unaffected and removal was deemed unnecessary. Procedure was completed successfully. It was unknown if there was a surgical delay and adverse event to the patient reported. Concomitant device: expert retrograde femoral nail (part: 04.013.632s, lot: unknown, quantity: 1) . Rfn spiral blade (part: unknown, lot: unknown, quantity: 1) . Screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) end cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of revision surgery is unknown. Corrected event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device pro code: hwc. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via (B)(6) surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient was initially implanted with expert end cap for antegrade femoral nail (afn) and r/afn, expert rfn nail. On (B)(6) 2019, the patient underwent revision surgery to remove the retrograde/antegrade femoral nail (r/afn) end cap from an expert retrograde femoral nail (rfn) as it had completely backed out. The expert rfn nail remains in-situ and the end cap was successfully removed. No new end cap was implanted. The nail was unaffected and removal was deemed unnecessary. Procedure was completed successfully. It was unknown if there was a surgical delay and adverse event to the patient reported. Concomitant device: expert retrograde femoral nail (part: 04.013.632s, lot: unknown, quantity: 1); rfn spiral blade (part: unknown, lot: unknown, quantity: 1); screw (part: unknown, lot: unknown, quantity: 1).  This report is for one (1) end cap. This is report 1 of 1 for (B)(4).